Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient indicated that their stimulator is turning itself off and on at random so the patient was warm transferred to patient services. The patient told patient services that their therapy is turning on and off by itself beginning a couple days prior to the report. The patient did not have any medical procedure and they do work around a machine but they have always done that. The patient can feel when the therapy is turning off/on in their body but they have never used the patient programmer to check the therapy status at that moment. Patient services suggested keeping a journal of the on/off incidents and checking with the patient programmer when it happened. During the report the patient synced with the patient programmer which showed that the therapy was on at 3.6 volts. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Event description:
Additional information was received from the patient. The patient stated the stimulation turning on and off, and they were "gonna have someone come look at it". No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.